Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to pocket infection. The patient was given intravenous antibiotics. Pocket was irrigated and penrose drain was left in place to drain. There were no additional adverse patient effects reported. The pacemaker was explanted.